Manufacturer narrative:
On (B)(6) 2016 11:42 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting device would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Device evaluation: the device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was not observed on the jaws. Signs of use (char and discoloration) were observed. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station bmram 14290 due 3/31/2017. Reference hemopro 2 final test) based on the results of the evaluation, the reported complaint was unable to be confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting device would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.